Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator would not recognize the therapy cable. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.